Event description:
The customer observed a falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for an 83-year-old male patient. (Customer provided lab normal range < or equal to 0.03 ng/ml). Sid (B)(6) original result at 06:27am = 0.35 ng/ml, repeat result at 12:57 pm = <0.01 ng/ml. The patient was started on heparin intravenously (IV) for non-st elevated myocardial infarction (nstemi) and the elevated troponin result. The heparin was ongoing for approximately 4 hours. The customer reported there was no impact to the patient related to the heparin treatment and the patient has been since discharged home with no issues.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lot 86984un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 86984un24. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 86984un24 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for an 83-year-old male patient. (Customer provided lab normal range < or equal to 0.03 ng/ml) sid (B)(6) original result at 06:27am = 0.35 ng/ml, repeat result at 12:57 pm = <0.01 ng/ml the patient was started on heparin intravenously (IV) for non-st elevated myocardial infarction (nstemi) and the elevated troponin result. The heparin was ongoing for approximately 4 hours. The customer reported there was no impact to the patient related to the heparin treatment and the patient has been since discharged home with no issues.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.